Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the devices were received for evaluation. It is not identified which needle had which failure on this complaint. Visual inspection under magnification does not reveal any anomalies on the needles. The tubing was also inspected and there were no anomalies on it. There was a piece of suture with an implant on it which also had no anomalies identified on it. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [3l49932] number, and no non-conformance were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during the surgery of arthroscopic diagnosis and treatment of right arthroscopy meniscus repair, the two plates were deployed. A new device had to be used and the same event occurred again. Another replacement was used and one of the sutures could not be pulled. Another device had to be used to complete the surgery. No patient consequence and no surgical delay. No additional information was provided. This report is for one (1) omnispan meniscal repair 27deg. This is report 3 of 3 for (B)(4).